Event description:
Tech services reported that the patient's pump stop and ldh level could be related to rotor obstruction or driveline issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed elevations in pump power, decreases in pump speed, and a pump stop that appeared potentially consistent with device thrombosis; however, thrombosis could not be confirmed through this evaluation as the device remains in use. Additionally, a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. The submitted log file contained events from 09dec2022 to 13dec2022. The log file recorded low speed operation, elevated pump power above baseline, and decreased pulsatility index (pi) on 12dec2022 and 13dec2022. A pump stop was also captured on 13dec2022. Based on previous complaint experience, the type of behavior captured within the submitted log files is potentially indicative of thrombus in contact with the spinning rotor, creating drag; however, a direct cause for the event could not be conclusively determined through this evaluation as no product is available for evaluation. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported at this time. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. The section entitled ¿alarms and troubleshooting¿, addresses all system controller alarms and how to respond to each alarm condition. This IFU outlines the appropriate actions to perform in response to the pump stopping. The heartmate ii lvas patient handbook is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase (ldh) and the pump speed has been turned down to 6000 rotations per minute (rpm). On (B)(6) 2022, the patient had a pump stop while on the power module (pm) and was put on orange ungrounded cable. The event log contained multiple low speed operation alarms as well as unusual pump stop events while connected to the power module cable. Elevated power readings of 10.1-14.3 watts as well as abnormal speed below the set speed of 6000rpm were seen during the pump stops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.